Manufacturer narrative:
Corrected data: b5- a facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye. Endophtalmitis from toxic anterior segment syndrome (tass) was reported. No diagnostic cultures were performed. Treatment administered was described as, steroid eye drops' and anterior chamber rinsed and lens removed'. The lens explant was explanted. Cause of the event was reported as unknown. Additional information: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Corrected data: d1: brand name: evo/evo+ visian implantable collamer lens. D4: updated model number: vicm5 13.2 (-06.50) d4: catalog number: vicm5 13.2 d4: UDI number: (B)(4). Additional information: b5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. Medication was administered and the anterior chamber was rinsed. The lens was explanted and it was reported that at a later date a pcr test was taken at another facility and results confirmed the presence of gram positive cocci. Cause of the event was reported as unknown. H3: device evaluation is not required. H6: health effect - clinical code (e): 1835. H6: health effect - impact code (f): 4644. H6: investigation conclusions (d): 4310. Claim: (B)(4).

Manufacturer narrative:
Manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Event description:
A facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye. Endophthalmitis from toxic anterior segment syndrome (tass) was diagnosed. Anterior chamber washed and the lens was removed due to infectious endophthalmitis. An investigation report was requested. The patient is atopic. In the reporter's opinion, the cause was unknown. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: inspection of the returned device identified particulates on the lens. External laboratory analysis was performed to determine the composition of the foreign materials identified on the lens. Specifically, three particles were analyzed. Each particle was analyzed using fourier transform infrared spectroscopy (ftir) and scanning electron microscopy with energy-dispersive x-ray spectroscopy (sem-edx). Particle 1 was composed of cellulosic material. Particle 2 was found to be composed of sodium hyaluronate protein. Particle 3 was found to be composed of unidentified inorganics (sodium salts and sulfur- containing compounds protein.) We were unable to conclusively identify the source of the elements identified from the sem-edx and ftir analyses. Claim: (B)(4).